Event description:
The customer reported the system would display the computer task bar in the image and reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed the task bar from the images with a software patch and re-seated cable connectors. System operates as intended.